Event description:
It was initially reported by a company representative that surgeon was unable to commutate with patient's generator. Patient was meeting with surgeon for generator replacement due to end of service. Patient claimed to stop feeling stimulation in (B)(6) 2009 and believed the generator battery had been depleted at that time. After patient had stopped perceiving stimulation, they experienced an increase in seizures. It is unknown if this increase was above or below baseline. Due to financial reasons, the patient has not been able to have the generator replaced until now. Good faith attempts to gain additional information have been unsuccessful to date. Patient was explanted (B)(6) 2010 and the generator was returned to the manufacturer (B)(4) 2010. Product analysis is planned but has not been performed.